Event description:
The manufacturer received information alleging a ventilator display did not display all numerical values. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center the allegation could not be confirmed. Given the error occurred just after the device was put on the patient there is a possibility that a temporary failure occurred in the detection of the ventilation. The system pva was changed preventively and the device passed all tests.